Manufacturer narrative:
Correction: additional information was obtained and it was confirmed that the implanted fixture remains insitu, and was not explanted as previously reported. Only the abutment was removed during the procedure.

Manufacturer narrative:
(B)(4)

Event description:
Per the surgeon, the patient experienced a loss of osseointegration. Explantation of the device and re-implantation is planned; however, it is unknown if this has occurred as of the date of this report.